Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: v40 cocr lfit head 44mm/+4; cat#6260-9-244; lot#mjtxev. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Surgeon removed the polyethylene liner and metal head. He then put in a new liner and a universal biolox head. The patient had complained of pain.

Event description:
Surgeon removed the polyethylene liner and metal head. He then put in a new liner and a universal biolox head. The patient had complained of pain. Update: elevated metal ion levels and black debris on the trunnion of the stem

Manufacturer narrative:
Additional information: an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.